Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit is not functional. There was no patient involvement.

Event description:
It was reported that, before use, the cs300 intra-aortic balloon pump (iabp) unit is not functional. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval), g3, g6, h2, h3, h4, h6 (investigation type, investigation findings, component codes & investigation conclusions), h10. The getinge field service engineer (fse) stated that the customer replaced the luer lock connect on the fill line because it was damaged, and the hospital's risk department wanted it verified by getinge, since no biomed there was trained on device. So, the fse verified the unit calibrated and and that it passed all functional and safety tests per factory specifications. The unit was returned to customer and cleared for clinical use.

Event description:
N/a.